Manufacturer narrative:
The patient¿s valve was not returned to edwards lifesciences as it remains implanted.    Per the instructions for use (IFU), cardiovascular injuries, such as perforation dissection of vessels, ventricle, myocardium or valvular structures and conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary, written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis.  Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis.  The mechanisms of the development of heart block after tavr are well documented and described in the literature.  It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker.   According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success.in this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The exact cause of the annular rupture, complete heart block and subsequent death is unknown, however, maybe due to patient factors (large lump of calcium located below the rca). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, post deployment of the 23mm sapien 3 valve, the patient sustained an annular rupture and developed a complete heart block.  Despite multiple intervention attempts, the patient expired overnight. No bav was performed.  The valve was prepared and deployed at nominal fill under local sedation.  Post valve deployment, the patient complained of chest pain. An angiographic root shot revealed contrast escaping into the pericardial sac, which was confirmed on tte. The leak was slow, pressures dropped initially but then stabilized as protamine was given.  About half an hour later, a pericardial drain was inserted into the left lateral chest wall, which yielded blood.  The patient appeared at this point to be stabilizing.  Per tte and toe the valve was observed to be functioning well and in a good position.  During the closure with proglides, the femoral vessel was torn and the patient was converted to general anesthesia for the surgical repair. Furthermore, post deployment, the patient developed a complete heart block. A pacemaker was inserted once the torn vessel had been successfully closed.  Later in the ICU, the patient¿s blood pressures continued to drop and sadly the patient expired overnight.  It is perceived that the patient¿s annular rupture and subsequent death was caused by a large lump of calcium which was located below the rca.

Manufacturer narrative:
Additional information received indicated that during the tavr the patient¿s sapien 3 valve had also been explanted and replaced with a 21mm surgical valve.

Manufacturer narrative:
Correction/additional information h10: additional information received indicated the rupture was not in the annulus but likely originated further into the aorta.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.